Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported event is addressed in device labeling: ¿necrosis may inhibit wound healing and require surgical correction and/or explantation. Permanent scar deformity may occur as a result of necrosis. Placement, expansion and pressure of the remote injection site (in the natrelle 150) may induce necrosis particularly with unsuitable skin flaps. Do not use microwave diathermy in patients with breast implants. Microwave diathermy has been reported to cause tissue necrosis, skin erosion and implant extrusion.¿

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports one breast with adverse event ¿skin necrosis,¿ grade 3. This patient was implanted with two-stage implant based breast reconstruction (ibbr). Device information is unknown, but article reports ¿all patients received allergan implants.¿ as two-stage implant based breast reconstruction consists of implant of a tissue expander and a breast implant and implant dates are unknown as well as date of onset, it is unknown if this adverse event is reported against a tissue expander or a breast implant. Article reports reoperation for medical reasons were done in ¿nine (15%) [patients] (11 [12%] of 92 breasts) in the two-stage ibbr group.¿ article additionally states ¿in the two-stage ibbr group, only one implant had to be removed and the remaining removals were of tissue expanders (table 3). All removal surgeries except two were done because of wound healing problems (necrosis, wound dehiscence, and wound infection).¿ it is unknown if this device was treated or explanted for this adverse event. Side is unknown.